Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: a review of the black box indicated occlusion alarms occurred as follows: 09:09 and 09:11 on (B)(6) 2016 and deliveries resumed at 09:26; 12:05 on (B)(6) 2016 and deliveries resumed at 12:38. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was found to be detecting the correct force. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 400mg/dl with drowsiness, nausea, and moderate ketones associated with a recurring occlusion issue. The patient reportedly received phone advice to treat bg with insulin via injection, and the patient reportedly discontinued insulin pump therapy. The reporter stated that the pump was emitting recurring occlusion alarms despite changing supplies, which resulted in multiple cancelled boluses. The patient reportedly delivered the remained of each cancelled bolus after the alarms were cleared. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion issue.